Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 341184, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients lead pulled out of the epidural space and was experiencing inadequate stimulation. X-rays were taken and revealed lead migration. The patient underwent an ipg and lead explant procedure.